Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). " an additional emdr was submitted to represent the bard/davol sepramesh ip (device #3). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 or (B)(6) 2014 or (B)(6) 2017:the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1) or an unspecified bard/davol perfix plug(device #2) or an unspecified sepramesh composite ip (device #3). Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol flat mesh (device #1), the perfix plug (device #2) and sepramesh composite ip (device #3). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿